Manufacturer narrative:
The calibration and qc were acceptable. Further investigations were performed on the patient sample. A streptavidin interfering factor was confirmed within the sample leading to false-high results for elecsys ft3 iii. Product labeling states: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. The product meets specifications.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys dhea-s and elecsys ft3 iii results for one patient with the cobas e 801 module serial number (B)(4) compared to two different competitors' analyzers. This medwatch will cover ft3 iii. Refer to medwatch with patient identifier (B)(6) for information on the dhea-s results. The ft3 result from the e801 was 10.3 pmol/l. The result from the beckman analyzer was 6.5 pmol/l. The questionable result was reported outside of the laboratory.